Event description:
End user was transferring from his car to the wheelchair, when one of the wheels popped off and he fell. He sustained a few scrapes and bruises on his hands and one hip. No serious injuries.

Manufacturer narrative:
The end user has been using wheel chairs for several years, but had this particular wheelchair for only a couple of weeks. His daughter was helping him to transfer from the car to the wheelchair when one of the wheels popped off and he fell. He sustained a few scrapes and bruises on his hands when he fell as well as one on his hip. He stated, he is fine now and everything has healed without incident. He stated, he had not read the user manual prior to using this new wheelchair and did not realize it had quick release wheels. He has since read the manual and feels more comfortable with the features and instructions of this device. Reviewed the sample. When the sample was received, the rr wheels were not attached. Wheels appeared pretty new, but had mud/dirt on the sides. Upon inspection, one of the quick release axles was broken. We cannot duplicate the incident and cannot determine the root cause of the damaged axle. The end user was not aware that the wheel had a quick release feature and may not have properly assembled it which could have damaged the ball bearing if it was inside the axle. The other axle bolt was intact and functional. Unable to do full analysis because the broken quick release axle is missing pieces for evaluation.